Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The report was not confirmed in the lab due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause was determined to be user error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) stated one of the spikes was not in all the way. The technical service representative (tsr) instructed the hp to restart prime. The hp confirmed he could see fluid moving through the lines. On (B)(4) 2010, product surveillance spoke with the hp's wife who stated her husband thought he may not have aligned his supplies in the compact exchange device (cxd) just right which may have caused an incomplete spike into the bag. The wife stated they were able to resume therapy when they called in for assistance. The wife stated this was the only time this happened and they haven't had any other problems. The wife stated her husband is doing well with therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was discarded. Should additional information become available, a follow up MDR will be sent.